Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck in me [foreign body in reproductive tract]. Hurt: female genital [genital injury]. Hurt down there: female genital: tampon [medical device site injury]. Case description: consumer reported via social media that the tampon became stuck and she was hurt. No serious injury was reported.